Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they were all of a sudden having trouble with their device. They were feeling fluttering/vibrations in the groin area. Patient had been on the same custom program that made for them for 5-6 months and it had been fine but now they were feeling these fluttering feelings which were not painful but felt almost like an itch they couldn't scratch. Patient turned the therapy off and it was still happening and they didn't know if the thing was malfunctioning or something. Patient went into the therapy app and turned the stimulation down two clicks and that didn't help so they turned the whole thing off. Patient reported the sensation was sporadic. They would go 15 minutes and it would be every 20-30 seconds and then they can go a minute or two and not feel anything. Patient denied any falls, traumas or recent medical procedures or tests. The issue was not resolved through tr oubleshooting. The patient was redirected to their healthcare provider to further address the issue.